Event description:
It was reported that during an orthopedic procedure, there were three separate issues with these devices: staples appeared to be bent in the jaw of the device prior to firing and would not fire; on two occasions upon firing, the staple would not proximate the tissue, they did not fully form. An odd clicking sound was heard; and upon firing the device, the staples would not come out or advance. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: on what tissue type was the device used? Epidermis. What location on the tissue was being stapled? Outer layer. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st, 2nd, 3rd, 4th. Was the handle closed completely before firing? Unk. Was buttressing material used? No. Was the instrument fired across or near existing staple line(s) or clip(s)? No. Were any unexpected noises heard? Odd clicking sound. If so, when? Upon 2nd firing. Were any of the forces higher or lower than expected (closing, opening or firing)? No. Did any part of the instrument break-off from the device? No. Was there any difficulty removing the device from tissue? No. Does the patient have any relevant history of surgical treatments? Unk. Has the patient recently had radiation or chemotherapy? Unk. How long has the surgeon been using this device for this procedure (in years)? 4+ years. Was there a recent conversion to ees devices in this account /surgeon? No. Is there any other additional information you would like to share about this device/procedure? Issue 1: staples appeared to be bent in the jaw of the device prior to firing and would not fire- another pxw35 was used to complete closing. Issue 2: happened on two separate occasions, upon firing the staple would not proximate to tissue and did not fully form, an odd clicking sound was heard. Issue 3: upon firing the device staples would not come out or advance.

Manufacturer narrative:
(B)(4). (Device a and c): nonconforming staple stack. (Device b): damaged pre-cock mechanism). (Device d): (nonconforming cartridge weld and nonconforming staple stack). Device (a) was returned in good visual condition. The device was tested for functionality and it fired and formed the five staples as intended and then it became stuck. When firing the device, the staples would jam and the device had to be manually assisted; this was caused due to a non-conforming staple stack. When the staple stack is found to be nonconforming, staples will become jammed in the cartridge, not allowing the staples to properly advance and possibly preventing the device from firing. No conclusion could be reached as to how the staple stack became misaligned. Device (b) was returned in good visual condition. After further inspection, it was noted that the pre-cock mechanism was damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components; the pre-cock spring and the pre-cock ribs were found damaged. No conclusion could be reached on what caused the pre-cock mechanism to become damaged. Device (c) was returned non-functional as the staple stack was non-conforming. The device was tested for functionality and it fired and formed the 22 staples as intended and then it became stuck. When firing the device, the staples would jam and the device had to be manually assisted; this was caused due to a non-conforming staple stack. When the staple stack is found to be nonconforming, staples will become jammed in the cartridge, not allowing the staples to properly advance and possibly preventing the device from firing. No conclusion could be reached as to how the staple stack became misaligned. Device (d) was received with insufficient cartridge weld and the staple stack non-conforming. No functional test could be performed with the device. The cartridge weld is directly related to the cartridge gap. The cartridge gap is crucial for staple formation. When the cartridge weld is not sufficient the gap will be larger than optimal and staples will not hit the anvil correctly and in some cases bypasses the anvil resulting in unformed staples. When the staple stack is found to be nonconforming, staples will become jammed in the cartridge, not allowing the staples to properly advance and possibly preventing the device from firing. No functional testing could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and no additional anomalies were found. Device (e) was returned in good visual condition and fully functional. When tested for functionality, the device fired and formed the remaining seven staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.